Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The root cause for the reported issue of an infusion ran faster than programmed was not determined. The reported issue that there was an infusion ran faster than programmed could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Although requested, product has not been received.

Event description:
It was reported from the moores infusion center that back in (B)(6) 2021 they had an infusion that either ran faster than programmed or completed sooner than expected. There was no patient harm.